Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the entire lifevest. The patient reported their physician believe the rash was due to one of the medications the patient was taking. To address the reported irritation, the patient's physician had her stop two of her medications and remove the lifevest until the irritation healed. The patient ended use of the lifevest and the outcome of the irritation is unknown. There was no allegation that a device malfunction caused or contributed to the reported rash.